Event description:
It was reported that after delivered therapy from the device and external defibrillation, a message was displayed that there was a possible high voltage lead issue. The device and lead were explanted and replaced.

Manufacturer narrative:
No medwatch form was received analysis of the lead found an abrasion that wore open the insulation over the ring and rv cable lumens, and the distal coil lumen exposing the distal coil. The lead abrasion found is consistent with that produced by friction to another lead or implanted device.